Manufacturer narrative:
(B)(4). A review of the patients logs revealed no alarms/failure codes that would indicate this reported problem. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The cause of the hernia was undetermined. The device was evaluated and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty.

Event description:
This is a report of a home patient (hp) that was diagnosed with a hernia at the same time he was being treated for vomiting and diarrhea. It could not be determined if the vomiting caused or contributed to the hernia; hernia repair surgery was scheduled. No additional information was provided.